Event description:
It was reported that the insulin pump alarmed motor error. It was also reported that customer was hospitalized for high blood glucose levels. Customer's blood glucose reading was 320 mg/dl. Customer's blood glucose values at the time of emergency room visit was 365 mg/dl. Customer was not wearing the pump at the time of emergency room visit. Troubleshooting was done for motor error. It was reported that customer was unable to rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose flush drive support disk. Unable to verify occlusion, prime/a33 and excessive no delivery test. Unable to verify a35 alarm due to motor error alarms. The motor was tested outside the device and passed. The insulin pump has cracked case at the display window corners, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot and cracked reservoir tube lip.